Manufacturer narrative:
One device was received for evaluation. Visual inspection found a loose bolus, small white artifacts beneath the lens, and a discolored battery door. A high-pressure alarm was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a double beep alarm, a loose bolus port, small white artifacts beneath lens, and the battery door needed to be replaced. The reported product fault occurred during testing, there was no patient involvement.